Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) manufacturer's representative regarding a patient who was receiving hydal (hydromorphone) (15.0 mg/ml at 3.905 mg/day) and clonidine (75.0 mcg/ml at 19.524 mcg/day) via an implantable pump for an unknown indication for use. It was reported a motor stall occurred on (B)(6) 2019 and a stopped pump period may exceed tube set message occurred on (B)(6) 2019. The motor stall recovered on (B)(6) 2019 when the pump was interrogated. The patient did not show any withdrawal or underdose symptoms. It was stated that as the patient has a very high dose treatment, according to the physician, any reduction in the drug treatment would have clearly been noticed/appeared. Both observations led the physician to think that the pump is working as intended. Therefore, the physician wants to keep the pump as the treatment works as intended. The patient did not hear any critical alarm between (B)(6) 2019 and (B)(6) 2019. Further complications were not reported. Pump logs were reviewed. As reported, a stall occurred on (B)(6) 2019 at 12:25, a stopped pump duration may exceed tube set message occurred on (B)(6) 2019 at 12:25, and a recovery occurred on (B)(6) 2019 at 09:21. Additional information was received. It was confirmed the patient did have an MRI on (B)(6) 2019 and the hcp did not interrogate after.